Event description:
It was reported that the right ventricular (rv) lead exhibited two instances of t-wave oversensing (twos). Reprogramming options were discussed, but reprogramming was not suggested because the twos was noted at the same day at the same time. The lead remains in use. No patient complications have been reported as a result of this event.